Event description:
We had a feeding tube break apart while inserted into a patient. Morning chest x-ray showed patient's feeding tube broken inside the patient's stomach. Nasogastric (ng) tube removed. The end of the tube appeared broken. A repeat kidney, ureter, and bladder (kub) x-ray was taken and a piece of the tube remained in the stomach/duodenum. Manufacturer response for tubes, gastrointestinal (and accessories), corflo enteral feeding tube (per site reporter). Emailed vendor on 1/3, avanos asking follow-up questions which has been forwarded to the clinical caregiver.